Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy for supraventricular tachycardia (svt). The health care professional (hcp) will consult with the physician. The device remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy for supraventricular tachycardia (svt). The health care professional (hcp) will consult with the physician. The device remains in use. No additional adverse patient effects were reported. Additional information received indicates that all inappropriate events delivered inappropriate anti-tachycardia pacing (atp). No shocks were delivered. No additional adverse patient effects were reported.